Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery but was resolved after a battery change. Customer's blood glucose was 130 mg/dl at the time of incident. Troubleshooting found that the battery cap was hard to remove and the pump alarmed motor error. Customer declined further troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube also, had corroded motor home switch. No moisture damage was found on the electronics noted. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify failed battery test alarm, motor error alarm due to blank display. The insulin pump had stripped battery cap coin slot, minor scratched display window and cracked reservoir tube lip.